Event description:
It was reported that the 9800 system locked up during a case. The procedure was not completed. Also the system would not boot up and there was some wiring found to be loose. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced and the wiring connections were tightened during the service call. The system was tested and found to be working as intended and put back into service.